Event description:
After iabp for five days, the "gas loss" alarm sounded from the pump and the iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab from the pt. Event complications: none from the event-reported 4/9/97. Pt's current status: unk-rpt'd 4/9/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.